Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an evl (endovenous laser ablation) procedure performed on (B)(6)2009. According to the complainant, during the procedure, the band would not fire. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).